Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. The end user did not have lot number info available. She reports having used this product for several years. She reports that she changes the wafers about twice a week. The end user reported that she uses the other following products skin prep, adapt barrier ring and (B)(6) powder when the skin is irritated. The end users reported seeing the wound ostomy continence nurse on (B)(6) 2014 who, at that time gave her the (B)(6) powder, and when she followed up with the wound ostomy continence nurse on (B)(6) 2014, the nurse had her to use a coloplast 2pc product. The end user further went on to report that she saw the dermatologist on (B)(6) 2014, who gave her triamcinolone cream. The end user reports that her skin has slightly improved but the product does not allow her coloplast wafer to adhere. The end user did not report the name of the coloplast product that she is utilizing at this time. No add'l patient/event details have been provided to date. Should add'l info become available a follow-up report will be submitted.

Event description:
End user reports about a month ago when she removed the wafer, she noted red skin that burned, but did not itch under the left take border. It was reported that she applied (B)(6) powder topped with skin prep; and in four days when she changed the wafer, she notes there was redness and burning under the entire wafer. The end users went on to report that she saw her wound ostomy continence nurse who then gave her (B)(6) powder to use with the skin prep. She notes at this time that the skin was moist, red, and weeping; and she could not get the wafer to adhere. The end user further went on to report that she took a piece of (B)(6) moldable wafer tape collar and placed it on other side of the abdomen and within two hours she had itching and redness under that piece of tape border.